Event description:
The rptr stated the surgeon implanted an 13.0 mm icm130v4 implantable collamer lens on (B)(6) 2011 in pt's right eye. The lens was explanted on (B)(6) 2011 due to excessive vault and elevated iop. The lens was exchanged for a shorter lens.

Manufacturer narrative:
(B)(4).